Manufacturer narrative:
The device had major deviations, which are due to improper use and missing maintenance. The deviations could have contributed to the reported incident.

Event description:
Customer service received the following information on (B)(6) 2019. Customer stated the frame was not stable and presented a patient safety concern. There was a potential risk for an injury.